Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Additional devices implanted on (B) (6) 2009 and involved in this event: pxc121200/6962991, pxl161207/06807705.

Event description:
On (B) (6) 2009, this patient underwent abdominal aortic aneurysm repair with three gore excluder aaa endoprostheses. On an unknown date, aneurysm enlargement due to a type ii endoleak was identified. The patient's anatomy was reportedly causing the type ii endoleak. On (B) (6) 2010, a reintervention was performed to treat the type ii endoleak. The physician placed glue in the aneurysm sac to treat the type ii endoleak. An additional iliac extender component was implanted to rule out any distal type I endoleaks. The patient tolerated the procedure. Additional information has been requested.